Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage traveled to low voltage circuitry, damaging multiple components on the pcas. Additionally, the cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q16 on the defibrillator pca and the f600 fuse was open. The root cause for the high voltage travelling to low voltage circuitry, the shorted igtbs, and the open fuse could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functionality testing.